Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent primary breast augmentation with an unspecified mentor saline breast prosthesis on the right breast. Post-operatively. The patient suffered breast implant deflation. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2022: (right) 550cc mentor smooth round moderate plus profile saline catalog: 3502550, lot: 9649454, sn: (B)(4) and (left) 550cc mentor smooth round moderate plus profile saline catalog: 3502550, lot: 9649454, sn: (B)(4).